Event description:
Customer alleged the inner tubes on her wheels keep popping and the pins on the back broke in half. No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model crf, serial number/date code (B)(4) is approximately 1 year 1 month old. The owner's manual part number (B)(4) rev c (may-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called stating that she was in church rolling down the aisle when she heard a pop and then another one. She did not realize that her inner tires allegedly blew out until another individual pointed out that her tires were flat. The consumer's dealer allegedly does not have someone on staff to help her with this chair. The dealer was contacted by invacare and they stated that they could not provide any information/history for this chair. The consumer allegedly went to a local bike shop and had the tires replaced. The consumer is currently using the chair, but feels unsafe. The weight limitation for the crf is 250 lbs as stated on pages 9 & 12 of the owners manual. The consumer is within the weight limitation. The consumer also indicated that the pins that allow the back to go down are allegedly bent, therefore, she cannot put her chair in her trunk. The consumer stated that she allegedly sustained a minor injury (crushed her thumb). This was different from the original incident that was reported, no injury. She did not seek medical attention.